Manufacturer narrative:
The guide wire and device were discarded by the facility; therefore, an analysis of the actual complaint device could not be performed. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patients blood pressure dropped after a csi viperwire had been introduced. The target lesion was located in the left main artery. The physician crossed the lesion with a cordis guide wire and exchanged for a csi viperwire guide wire via balloon exchange catheter. At this point, the patient status began to decline and blood pressure dropped. The physician was able to stabilize the patient, but the procedure was aborted at that point. No complications were noted angiographically. A request for additional information was made, but was denied by the facility.